Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and inhouse testing of retained reagent kit lot 25512ud03, which contains the same bulk material and are identical with the likely cause lot except the labeling of the outer package. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. According to information provided the issue occurred due to pre-analysis problem, as the customer did not centrifuge correctly. Ticket trending review did not identify any trends for the likely cause. Device history review did not identify any non-conformances or deviations with the likely cause lot. The overall performance of architect total ss-hcg reagents in the field was reviewed using data gathered from customers worldwide. The median value of the negative patient population tested with the complaint lot is within the established limits and comparable to historical reagent lot performance, which confirms no systemic issue for the lot(s). In-house testing of retained reagent kit lot 25512ud03 was performed. All validity and acceptance criteria were met, demonstrating that the lot is performing acceptably. Based on the investigation, the architect b-hcg reagent lot 25512ud00 is performing as intended as the customer did not centrifuge correctly, no systemic issue or deficiency of the architect b-hcg reagent was identified.

Event description:
The customer observed a false positive architec b-hcg result generated on an architect i2000sr analyzer for one patient. A new sample was collected, and the result was negative. Both samples were repeated in duplicate on another architect analyzer and generated negative results. The following information was provided: sid (B)(6) initial result = 5051.93 miu/ml; repeat results on other architect ((B)(4)) = <1.20 miu/ml and <1.20 miu/ml. Sid (B)(6) initial result = <1.20 miu/ml; repeat results on other architect ((B)(4)) = <1.20 miu/ml and <1.20 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.